Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor applicator from the sensor pod after sensor deployment, the sensor needle remained on the applicator. The sensor wire was attempted to be inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.